Event description:
No additional information.

Manufacturer narrative:
Investigation results: although no records were found during the evaluation of the batch history and the nonconformance reports that could be linked to this complaint, we did not receive samples or photos for analysis of this specific case. However, based on the history of previous complaints that included photos and were confirmed, it was possible to validate that this complaint is consistent with previously observed events. Based on the investigation results to date, a root cause could not be determined for this complaint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that device with technical failure, catheter over needle (jelco 22) failed to activate the needle retraction mechanism.